Event description:
The customer reported that although the display was providing visual indicators of alarms, the device was not providing audible tones upon start up of the device or alarms.

Manufacturer narrative:
The customer reported experiencing no audible alarms at the time of start-up of the device or during use. However, the display was providing a visual notification. Philips considers that the lack of audio function for this monitor could be a factor in a serious injury/death if it recurred. Based on the available info provided by the philips primary investigator, the device did fail during use and the philips response center advised the customer to replace the mainboard. The customer purchased and installed the mainboard, which resolved the issue. No further investigation or action is warranted at this time.